Manufacturer narrative:
H2) device evaluation: d4 model number updated. D9 date returned to manufacturer: 8/12/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was put through 3 accuracy tests at 3 different times with the results being within the approved range. Additionally, it was found there was a lifted/bad downstream occlusion (dso) seal and buckling/bad upstream occlusion (uso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal, updated software, reset the unit to standard configuration, and performed dso calibration. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the device was over-infusing. There was no patient involvement.